Event description:
The pump was explanted after an implant duration of 49 months due to battery depletion. It was replaced and returned to the MFR for analysis. A follow up report will be sent when add'l info is rec'd.